Event description:
It was reported that low audio output occurred. Data was evaluated and confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).